Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was beeping and the screen went black, would not turn on and an unspecified malfunction alarm occurred. Malfunction alarm occurred. Subsequently, customer experienced a blood glucose level of 680 mg/dl with a high level of ketones. The customer went to the emergency room (ER). Bg was treated with unspecified fluids and insulin. Reportedly, customer left the ER the following day with customer in stable condition (bg 420 mg/dl).